Manufacturer narrative:
The device was received for evaluation. During evaluation, it was observed the device had the direction of flow label partially missing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be direction of flow label partially missing. The direction of flow label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a partially missing direction of flow label. No additional information is available.